Event description:
It was reported that the customer had to remove the tape and change out the sensor. Customer was sleeping when they received a sensor error. Customer's blood glucose level was 400 mg/dl. Customer's insertion site and taping technique were reviewed. Customer stated that they are able to upload into carelink personal. Customer stated that they are unable to run a test plug procedure. Customer will be sent a replacement test plug. Customer was advised to start a new sensor and to monitor the pump. If alerts persist after the 2 hour initialization period completes, customer was advised to remove and replace the sensor. Customer will receive a replacement for the damaged/bent sensor. Customer was advised to wait to finish the bolus before he can upload. Customer was also advised that he had a weak signal as well. No additional information provided.

Manufacturer narrative:
Analysis and inspection of 1 opened and used enlite sensor, per visual inspection found sensor needle bent inside sensor base. Unable to confirm if the customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.